Event description:
The account alleges that the hi/low is drifting 1/8th motor rotation with more than 180 pounds in bed.

Manufacturer narrative:
The technician cleaned the hi/low brake, which resolved the issue. The bed operates normally.